Event description:
Dr, facility alleges that pt came off dialysis with a .6kg weight gain. Physician was notified and pt was treated again for a 1 kg weight loss. Pt left unit w/ .5kg wt gain. No pt injury reported.